Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On an unknown date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown antibiotic(s) (medication, route, dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing. After an unknown number of days in the hospital, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.